Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted for unspecified reasons. The physician identified that there had been fluid loss in the system and the reservoir was empty. A new ipp was implanted. No patient complications reported.